Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, high out of range shock impedance measurements greater than 200 ohms were observed on the existing right ventricular (rv) lead after it was connected to this new implantable cardioverter defibrillator (ICD) device and the pocket was closed. The rv lead is not a boston scientific product. It was noted that when the lead was initially connected to the device prior to pocket closure, the shock impedance measurements were in the 60 ohm range, which is within the normal specification range. The boston scientific representative (rep) indicated that a lead tug test was successfully completed after initially inserting the lead into the device header and it was also noted that the pocket was moist with good contact when it was initially closed. The pocket was subsequently reopened, the lead terminal end was removed and then reinserted into the device header resulting in the same high out of range shock impedance measurement greater than 200 ohms. The rv lead connector location in the device header was verified to be correct and rv lead programming was verified to be appropriate. The specific cause of the high out of range impedance measurement was not determined. As a result, the rv lead was explanted and replaced, and a different new ICD device was successfully implanted. No additional adverse patient effects were reported.